Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: when the load was partly activated, did the device deliver any staples or a cut line? If yes, were the staple line and cut line approximately equal in length? When the load was partly activated, was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open?

Event description:
It was reported that during an appendectomy procedure, the stapler presented a malfunction. It was possible to carry out the closure, but at the time of stapling the device locked. The device locked with a load inside. The load was partly activated which forced the surgical team to use one more stapler and load to replace the defective product. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: when the load was partly activated, did the device deliver any staples or a cut line? Yes, the load was activated until halfway and locked. If yes, were the staple line and cut line approximately equal in length? Yes. When the load was partly activated, was there any difficulty opening the device? There was no difficulty. They managed to open the jaw and remove the stapler. If yes, how was the device removed from the patient? If yes, did the jaws eventually open?